Event description:
Patient reported experiencing concerns with the infusion device for 14 days. Patient stated sometimes the device displays an e7 (electronic error) message, no vibra alert, makes unknown noises, display backlight does not work, and w1 (cartridge low) warning. Patient reported experiencing elevated blood glucose level of 350 mg/dl. Patient's normal blood glucose range was not provided. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result main findings: e7105 were found in the history. The force sensor is defective. It is not possible to further operate the pump due this problem. Therefore the pump correctly triggered the e7105 error messages. W1 was found in the history list and was confirmed by the customer. The backlight of the display doesn't work. The inductor of the backlight is broken and the coil is loosened. The inductor of the backlight blocked the vibrator. Due to these broken parts has the pump a different noise. Consumables n/a.